Event description:
It was reported that the tps micro driver ran in reverse when in forward mode. There was no reports of pt involvement or adverse consequences associated with the device. This event is being remediated for running in the wrong mode.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.